Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Found sensor electrode damage see attached picture for details. (B)(4).

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 160 mg/dl and sensor glucose value that triggered suspend event was 84 mg/dl. The difference between the sensor glucose level and blood glucose level was 76 mg/dl the customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.